Manufacturer narrative:
(B)(4). Initial reporters phone #: (B)(6).

Event description:
On (B)(6) 2016 a patient called our affiliate in (B)(6) to report that he/she was diagnosed with ¿keratitis with discharge¿ while wearing the acuvue oasys brand contact lenses. The pt reported that the event occurred ¿about a month ago.¿ the pt reported that he/she experienced discomfort while wearing the suspect lenses but continued use for a week. On (B)(6) 2016 a call was placed to the pt and the additional information was obtained as follows: the pt reported that he/she experienced discomfort, redness, and discharge after wearing the first pair of lenses for a few hours on the first day of wear. The pt reported that he/she went to an eye care provider and was diagnosed with keratitis ou on (B)(6) 2016 and given a prescription for vigamox 1 drop every 2 hours. The pt reported that he/she discarded the suspect lenses. The pt reported that he/she replaces the lenses every two weeks and does not sleep in the lenses. The pt was allowed to return to contact lens with acuvue2 brand contact lens. No additional medical information was received. This report is being filed for the pts os event in (B)(6) 2016. The event for the od will be filed in a separate report. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l002prq was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.